Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient was admitted to the hospital after leaving work because they did not feel well, laid down at home and began agonal breathing. Cardiopulmonary resuscitation was initiated and the patient was brought to the hospital and then transported to the cardiac catheterization laboratory (ccl). The patient had been administered continuous cardiopulmonary resuscitation and defibrillation, and in the ccl a temporary pacer was placed, and then the impella cp was placed. It was reported that while loading the purge cassette prior to initiating impella support, the staff was unable to line up the silver mechanism of the automated impella controller (aic) with the black mechanism of the back of the purge cassette. It was noted that the staff thought the silver mechanism of the aic was stiff and sticky when they manually rotated it. The purge cassette was inserted and a purge error alarmed on the aic several times, asking the staff to review if the purge bag was inverted. After four or five attempts a new aic was brought in and exchanged with the current aic. There were no issues purging the catheter with the new aic, and impella support was initiated. Catheterization of the patient revealed a clotted left anterior descending artery which was addressed with penumbra multiple times. Each time the flow was restored, the patient's artery would clot off again. Despite the medical team's best efforts the patient expired. The patient's presenting condition may be more likely have impacted the event, however, the aic malfunction cannot be excluded as a possible contributing factor to the patient's demise.

Manufacturer narrative:
Automated impella controller (console) logs from the reported day of event are consistent with complaint and show multiple error_rfid messages indicative of purge cassette installation issues, as well as inability to¿ home¿ purge cassette, several ¿purge fluid not detected error¿ message screens, and ¿piston blocked¿ log entry. Logs from the backup console (ic1574) confirm successful case start executed with same pump (serial number (B)(6)) and same purge cassette (sn (B)(6)) as those during case start attempt on ic6244. Inspection of console ic6244 performed in danvers revealed contamination of the purge motor shaft gasket, which is consistent with the shaft being immobilized by dried-up purge fluid (with dextrose). The cause of the automated impella controller issue was contamination. This report is being filed as part of a retrospective review of historical records.